Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, over-speed and under-speed errors messages occurred on the roller pump. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The user facility's trained biomedical engineer (biomed) and the field service representative (fsr) took the roller pump with the over-speed/under-speed error message and put it on a back-up base to test it. They could not duplicate the reported problem. Per the fsr, the customer is going to handle the repair and maintenance on the roller pump.